Event description:
The user facility reported that there was a "loose element" on the wire during a procedure. During follow-up communication the user facility contact stated that: the wire was removed from the patient after the physician felt resistance; following removal there appeared to be black coating on the wire; however, it did not appear that the material was stripped from the wire; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction the device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).